Event description:
Same event as MFR report # 2134265-2009-06766. It was reported that during a treatment procedure of an aneurysm in the iliac artery, an aortic rupture occurred. The physician was performing a "kissing balloon procedure" using a non-bsc device along with two xxl balloon dilatation catheters, 14 and 16mm. The procedure resulted in a ruptured aorta. The patient was sent to surgery. The patient's condition is unknown. Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family will be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.